Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition was duplicated. Based on the investigation details, the index button fractured at the threads, which caused that device and the index spring to fall off.

Event description:
It was reported that the device disassembled while being cleaned. There was no pt involvement. There were no adverse consequences reported as a result of this event.